Event description:
(B)(6) clinical study. It was reported post stent treatment procedure, in-stent restenosis and unstable angina occurred. In (B)(6) 2008, the patient presented with progressive shortness of breath, dyspnea on exertion with intermittent chest pain and was diagnosed with stable angina (ccs class-3). Cardiac catheterization was recommended which revealed an 80% stenosed target lesion located in the distal right coronary artery (rca). It was 20 mm long with a reference vessel diameter of 3.00 mm and treated with pre-dilatation and placement of a 3.00 x 24 mm study stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel, the following day. In (B)(6) 2012, the patient presented with dyspnea and was diagnosed with inferior st-elevation myocardial infarction. The patient was hospitalized the same day. The stent previously implanted in the distal rca was 99% stenosed. The in-stent restenosis was treated with balloon angioplasty and the placement of a 3.50 x 23 mm ion stent, with 0% residual stenosis. A 90% stenosis in the right posterior descending artery (r-pda) was noted, proximally, on the edge of a previously placed stent. The stenosis was treated with balloon angioplasty and placement of a 2.25 x 15 mm non-bsc stent overlapping a previously placed proximal r-pda stent, with 0% residual stenosis. The stent in the r-pda was deployed during the tvr in (B)(6) 2009. There was 75% stenosis in the mid rca. It was treated with balloon angioplasty and placement of a 3.50 x 23 mm non-bsc stent, overlapping an previously placed distal rca stent, with 0% residual stenosis. The event was considered to be ongoing /unresolved.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).